Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received inappropriate antitachycardia pacing therapy for a supraventricular tachycardia episode. The rhythm then accelerated into vf zone and became vt/vf. Patient received several inadequate shocks until the rhythm returned to sinus itself. Programming changes were made. Induction test was successful. Patient's condition was stable.